Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009", the plaintiff was implanted with an "ams monarc subfascial hammock (pelvic mesh product)" to treat stress urinary incontinence. "In or about (B)(6) 2009, plaintiff began to experience complications related to her pelvic mesh product and sought medical attention" and that "on or about (B)(6) 2011" the pelvic mesh device was removed. The plaintiff's attorney alleges that the plaintiff has suffered "serious bodily injuries" and "extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infection and other injuries." The plaintiff's attorney also alleges that the plaintiff has suffered "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury" and other damages.